Event description:
Nurse was completing ostomy care and teaching for the patient. As per standard protocol, she activated a heat pack to apply heat to help his new stoma appliance adhere, and the heat pack exploded all over patient; including his face and body, as well as over nurse and patient's spouse and walls. Patient wearing glasses and no particles went into his eyes/nose/mouth that we know. Bedside nurse immediately helped remove debris from patient's skin. No noted harm to patient.